Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined: visual/tactile inspection revealed that no damages identified on the balloon. A kink was identified 85cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. For microscopic analysis, a detailed microscopic examination of the balloon material identified a pinhole leak located at the mid-section of the balloon, approximately 3mm distal from the proximal marker band. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. For functional testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a pinhole leak was located at the mid-section of the balloon, approximately 3mm distal from the proximal marker band.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.